Manufacturer narrative:
B3: 29apr2020. B4: 01may2020. Additional information has been received that the touchscreen was functioning as intended and since the navigation ring was unresponsive there were no jumping selections and no changes or modifications were being accepted without the user's input. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported that the navigation ring was not responding to touch. There was no patient involvement. The field service engineer (fse) evaluated the ventilator and confirmed the reported problem. The fse replaced the font bezel and the problem was resolved.